Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the patient anatomical conditions were not reported; however, it may be possible that reported resistance advancing is the result of an interaction with challenging anatomy. Additionally, during withdrawal, the stent reportedly caught on the sheath and dislodged. As a result of the dislodgement, a dilatation balloon was used to capture the dislodged stent and push the stent implant into the common iliac to a different lesion, also planned for stenting, where it was deployed successfully. However, during deployment of the stent a slight proximal stent edge dissection occurred, which required treatment with the placement of an additional stent. Dissection is listed in the product instructions for use as a known potential effect associated with the use of the device. As it was reported that the herculink elite was used to treat the right internal iliac, it should be noted that the instructions for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use caused or contributed to the reported stent dislodgment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, the reported difficulties appear to be related to the operational context of the procedure. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that access was through the left side to treat the right internal iliac. The attempt to go up and over through the anatomy met with resistance and during retraction of the stent delivery system (sds) the stent dislodged from the balloon on the tip of the introducer sheath, into the anatomy. A dilatation balloon was used to capture the dislodged stent and push the stent implant into the common iliac to a different lesion, also planned for stenting, where it was deployed successfully; however, during deployment of the stent a slight proximal stent edge dissection occurred, which required treatment with the placement of an additional stent. The decision was made to end the procedure and reschedule the patient for another procedure to treat the original lesion at a later date. No patient effects were reported. No additional information was provided.